Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Calibrations before and after the event do not indicate an issue. Control recovery was acceptable. Information provided indicates the event was most likely due to pre-analytical issues, including centrifugation speed and spin time which were not in alignment with the tube manufacturer specifications. It was also determined the measuring cell on the analyzer was due for replacement. This cannot be excluded as contributing to the issue but is less likely the cause of the event. The initial result was not reported outside of the lab and the patient was not adversely affected by the result.

Event description:
User received an erroneous troponin t result for one patient sample. Initial result gave 0.128 ng/ml. This result was accompanied by a data flag alerting the user the result is above the normal range of the assay. The sample was repeated twice giving < 0.010 ng/ml both times and the repeat result of < 0.010 ng/ml was reported out. User stated "they have a protocol in place that if a result is > 0.03 ng/ml then it must be repeated...the sample is then repeated a 3rd time if needed". Initial result was not reported, and patient not adversely affected. No other patient samples were affected by this issue. Troponin t reagent lot number - 15461202. User refused a service dispatch "per their medical director" stating "she was only calling in the issue for documentation purposes". User reports no other issues.